Manufacturer narrative:
(B)(4): upon follow up it was reported that the cause of death was heart failure. No additional information is available at this time. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It is unknown if an autopsy was performed. Additional information has been requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.